Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the impedance issue was first noticed on (B)(6) 2025.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance readings were observed during the initial programming of the implantable neurostimulator. Specifically, the readings for monopolar 1a-, c+, and 2c-, c+ were greater than 5k ohms, and the bipolar 1a-2c reading was greater than 10k ohms. Current was run through the electrodes, and an impedance test was conducted at 1 ma, but the impedances remained out of range. The rep reported there were no impedance issues at the time of implant. It is not known if there have been any falls or bumps. No interventions were taken at this time, and the issue was not resolved at the time of the report. The device remains implanted and in service. No patient complications have been reported as a result of this event.